Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and raw. It was reported the garment was snug and the back therapy pads were rubbing against the patient's skin. It was reported the patient had a history of skin sensitivities and known allergies. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the equipment and return it. Follow up indicated the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and raw. It was reported the garment was snug and the back therapy pads were rubbing against the patient's skin. It was reported the patient had a history of skin sensitivities and known allergies. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the equipment and return it. Follow up indicated the irritation improved.